Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. The user reported that the end stops became loose, and the display ceiling suspension came partially off the rails. The large display hit the operator on the shoulder. There is no report of impact to the state of health of any patient, or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a workmanship error. The investigation showed that the problem was due to a single work error by the service technician. The engineer was working on the end caps of the ceiling rail system in response to a special request from the customer. The service technician did not follow the installation instructions and did not follow the correct installation of the ceiling rail system end stops. The end stops are mechanical end stops that normally limit the travel of the non-motorized ceiling carriage. The purpose of the ceiling cart is to move the entire ceiling pendant, including the monitor, to the desired position, away from the patient. For this purpose, the user manually pulls the stand into the desired position or, at the end of the rails, it is stopped by the end stops. In this case, the end stops were not correctly fixed according to the instructions (grub screws were not in the drill hole provided), which led to them slipping out. This allowed the front rollers of the ceiling carriage to slide out of the parallel rails, causing the ceiling carriage to tilt out of the rails on one side which led to the injury to the user. The installation and maintenance instructions were carefully checked to exclude any errors in the description. Both the investigation on site and the detailed examination at the factory revealed that this was neither a constructive nor systematic problem. The error is an individual work fault of the executing technician. The affected part has been fixed on site by the local service organization and the error has not been reported again. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.